Manufacturer narrative:
The meter was returned. The charging function of the meter was tested with a retention inform ii base unit and retention battery pack. Charging issues could not be reproduced. There was no unusual heat, melting or burning produced during the charging process. Visual inspection was performed and slight discoloration was observed on the back of the meter around the charging contact. No additional discoloration was observed after charging. The interior housing of the meter was also visually inspected. A specific root cause of the issue could not be identified. The discoloration could have been caused from corrosion on the charging contacts which can only be explained by mishandling or contamination at the customer site.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that accu-chek inform ii meter with serial number (B)(4) wasn¿t charging properly. The meter displayed a "critically low" message shortly after it was powered on and while it was in the base unit. When the customer inspected the contacts of the meter, she observed that the contacts looked clean, but the contact on the right side of the meter had a small amount of black discoloration and the plastic casing in that area appeared to be melted. (B)(6) bleach wipes are used to disinfect the meter after each patient test. There was no similar damage on the associated base unit where the meter was docked. No adverse event occurred. The meter was requested for investigation.